Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure a type ia endoleak occurred. Per the physician, the cause of the event was due to the patient anatomy (short neck) and the physician used both a cuff and a heli-fx to resolve the endoleak. No additional clinical sequelae were reported, and the patient is fine .